Event description:
It was reported that during a coronary drug eluting stenting procedure, stent damage occurred. The physician could not cross the lesion with a 2.25x8mm taxus express2 atom stent located in the right coronary artery (rca). When the stent was pulled back, it was noticed that the struts were lifted. It was unclear if struts damage occurred prior or after the stent was used. Balloon angioplasty was used only to complete the procedure. No patient injuries or complications were reported. The patient status is listed as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing records for this batch confirms the device met all specifications prior to shipment. The root cause was determined to be operational context.